Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic') in a 31-year-old female patient who had essure (batch no. 50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hernia, uterine bleeding and incisional hernia nos. Previously administered products included for an unreported indication: birth control pills in 2013. Concurrent conditions included menstruation abnormal, allergy, gout, miscarriage and obesity. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysgeusia ("metallic taste in mouth"). In (B)(6)2013, the patient experienced urinary tract infection ("uti") and migraine ("migraines / headaches"). In (B)(6)2013, the patient experienced abdominal distension ("bloating"). In (B)(6)2013, the patient experienced depression ("depression / psych injury") and anxiety ("anxiety / psych injury"). In (b)96) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), feeling abnormal ("brain fog"), mood swings ("mood swings"), tooth disorder ("dental problems") and premature menopause ("early menopause"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("joint aches"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding."). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, abdominal distension, dysgeusia, migraine and arthralgia had resolved, the menorrhagia, dyspareunia, genital haemorrhage, vaginal haemorrhage, feeling abnormal, mood swings, urinary tract infection, tooth disorder and premature menopause outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, premature menopause, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2013 (summons) and (B)(6)2013 (pfs). Date(s) of removal: (B)(6)2018(date discrepancy noted). Insertion details: left- three coils, right- one essure coil was visible at the ostia after placement. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Lot number: 50696569 manufacturing date: 2012-10 expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hernia, uterine bleeding and incisional hernia nos. Previously administered products included for an unreported indication: birth control pills in 2013. Concurrent conditions included menstruation abnormal, allergy, gout, miscarriage and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and premature menopause ("early menopause"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysgeusia, migraine, dysmenorrhoea, abdominal distension, abdominal pain, back pain and arthralgia had resolved, the feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, tooth disorder, dyspareunia and premature menopause outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, premature menopause, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet and medical records received. Event injury was deleted. Case was upgraded to incident. Events added: brain fog, mood swings, abnormal bleeding (vaginal, menorrhagia), metallic taste in mouth, urinary tract infection, depression, anxiety, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, bloating, early menopause, abdominal pain, back pain, joint aches, did not undergo confirmation test. Reporter information, aka name, medical history, historical drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic') in a 31-year-old female patient who had essure (batch no. 50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hernia, uterine bleeding and incisional hernia nos. Previously administered products included for an unreported indication: birth control pills in 2013. Concurrent conditions included menstruation abnormal, allergy, gout, miscarriage and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced depression ("depression / psych injury") and anxiety ("anxiety / psych injury"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and premature menopause ("early menopause"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding."). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysgeusia, migraine, dysmenorrhoea, abdominal distension, abdominal pain, back pain and arthralgia had resolved, the genital haemorrhage, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, tooth disorder, dyspareunia and premature menopause outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, premature menopause, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Date(s) of removal: (B)(6) 2018(date discrepancy noted). Insertion details: left- three coils, right- one essure coil was visible at the ostia after placement. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical record received. Lot number, reporters information and rcc were added. Event genital haemorrhage was updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic') and genital haemorrhage ('general. Abnormal. Bleeding.') In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hernia, uterine bleeding and incisional hernia nos. Previously administered products included for an unreported indication: birth control pills in 2013. Concurrent conditions included menstruation abnormal, allergy, gout, miscarriage and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced depression ("depression / psych injury") and anxiety ("anxiety / psych injury"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and premature menopause ("early menopause"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysgeusia, migraine, dysmenorrhoea, abdominal distension, abdominal pain, back pain and arthralgia had resolved, the genital haemorrhage, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, tooth disorder, dyspareunia and premature menopause outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, premature menopause, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event general. Abnormal. Bleeding. Added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.